Event description:
It was reported that pump housing around usb port was damaged from normal wear and tear, which affected ability to charge pump, but pump did not shut down. There was no reported impact to the customer¿s blood glucose level. Customer was provided replacement pump under warranty, was instructed to place damaged pump into storage mode and return it with prepaid label, and understood need to manually enter pump settings and reconnect continuous glucose monitor on replacement pump.